Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported tear was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a chronic totally occluded right coronary artery. The pilot 50 guide wire, the 1.5x08 mm mini trek balloon catheter, and the 6fr guideliner catheter were all advanced together as one unit. The pilot 50 guide wire was removed to reshape the tip; however, on readvancement into the balloon catheter the guide wire tip could not be seen exiting the tip of the mini trek and was thought to have exited out of the side of the catheter. The guide wire and the balloon catheter were removed as one unit and replaced with a new guide wire and a new balloon catheter to finish the case. There was no reported movement issue between the guide wire and the balloon catheter and no reported resistance inside the guideliner catheter. There was no reported issue with the use of the guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.